Manufacturer narrative:
UDI: (B)(4) incomplete. Investigation summary: according to the information received, it was reported that during knee arthroscopie included meniscal repair, the gun didn't trigger the first implant. The complaint device was received and inspected. It was opened the sleeve; as a result, both implants and suture were received along with the needle. It was observed that they were jammed in the needle. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring. It indicates that the internal mechanism of the handle was not working. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. This type of issue was reviewed with the manufacturer, based on the information received, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when not inserting the needle to the proper depth for deployment which have caused that the implant not be deployed as intended. When attempted to fire the implant against the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. As per IFU-(B)(4), it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that during a knee arthroscopy for meniscal repair procedure on (B)(6) 2021, it was observed that the gun on the truespan 24 degree peek device did not trigger the first implant. During in-house engineering evaluation, it was determined that the trigger was loose that there was no tension on the handle from the spring. It was further reported that when the gun was opened, it was determined that the initial part of the trigger was broken and disconnected from the firing spring which indicated that the internal mechanism of the handle was not working. Another like device was used to complete the procedure with a five minute delay. There were no fragments generated. There were no adverse patient consequences reported. No additional information was provided.